Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found a leak between the plastic distal end cover and distal end of the device. In addition, the upward/downward/ left/ right angulation control knob was loose and minor corrosion/ discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, after multiple manual washing the channel tested positive for residual blood on the evis exera ii duodenovideoscope. Additional information has been requested but not yet received. There was no harm or user injury reported due to the event.

Event description:
The customer later stated it is unknown if the clinical staff performed a culture test, used a test kit or, if the tech was unable to clean the blood residue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback and the legal manufacturer's final investigation. Please see updates to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the device was not reprocessed immediately after the procedure allowing foreign material adhered in the biopsy channel. The event can be prevented by following the instructions for use (IFU) which state: "1.4 precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ ¿5.2 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.